Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilia-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre- procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. Per the instructions for use (IFU), the vascular damage is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the patient's moderate to severe calcification and mild tortuosity may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, during a transfemoral tavr case with a 23mm sapien 3 valve, esheath insertion difficulty in the patient occurred which resulted in vascular damage. The access route was narrow. A non-edwards sheath was inserted after endovascular treatment (evt). As it could not be inserted due to resistance, an esheath was inserted. There was strong resistance and evt was executed multiple times. The sheath was ultimately able to be inserted and the valve implanted. Angiography revealed vascular damage in the external iliac artery (eia). Stentgraft was implanted for repair. The access route had moderate to severe calcification and mild tortuosity.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and one other event involving sheath insertion difficulty in the patient was identified but that event was unable to be confirmed and no manufacturing non-conformances were identified. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The ifus, preparation training manual, and procedural training manual were reviewed. Procedural warnings state that ilio-femoral artery with severe obstructive calcification or severe tortuosity that could prevent safe placement of the sheath. Do not use this device in patients who have significant aortic tortuosity or disease, including abdominal aortic or thoracic aneurysm. Additionally, do not use in patients with significant atheroma of the femoral and iliac vessels. When inserting, manipulating, or withdrawing a device through the expandable sheath, always maintain the expandable sheath's position. When puncturing, suturing, or incising the tissue near the expandable sheath, use caution to avoid damage to the expandable sheath. The proximal tapered end of the sheath is larger in diameter. Hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted beyond the aortic bifurcation (above the renal arteries). Do not use if the sheath is damaged (i.e. Kinked or stretched). Heparin should be given prior to sheath placement to ensure act>=250 sec. Use stiff wire (for peripheral access only) in case of peripheral tortuosity. Utilize wires such as supracore, meier (boston scientific), lunderquist (cook). Apply tension to wire to provide firm rail for placement. Always observe fluoroscopy during insertion. Proper screening is critical to reducing vascular complications. Know position of sheath tip in the aorta. Perform contrast injection if angulated aorta, aneurysms, significant aortic atherosclerosis, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Do not force sheath. Once inserted, suture the sheath in place. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Since no edwards defect was identified, no corrective or preventative actions are required. The difficulty inserting the sheath was unable to be confirmed as neither the complaint device nor applicable device imagery was returned for review. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. The complaint description states, ''esheath insertion difficulty in patient which caused vascular damage occurred. The access route was narrow. Dryseal sheath was inserted after the endovascular treatment (evt). As it could not be inserted due to resistance, esheath was inserted. There was strong resistance and evt was executed multiple times.... Access route had moderate to severe calcification and mild tortuosity.'' Per the training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' As seen in case description, calcification and tortuous access vessels were noted in patient anatomy. Calcification can create a constrained condition and lead to increased contact with the sheath, while tortuosity can create suboptimal angles that can further lead to friction through increased contact with the vessel. These factors can increase friction between the sheath and the patient's access vessel leading to difficulty during sheath insertion.